Event description:
Event description guidant received information that this transvenous implantable lead dislodged. During the attempted repositioning, the proximal coil stretched out. It was therefore explanted and a new lead was implanted.